Event description:
It was reported that "the event occurred during percutaneous angioplasty in a patient with severe left ventricular dysfunction. After correctly positioning the catheter and checking the connections, the balloon did not fully inflate. It was replaced with another catheter from a different batch which highlighted the same problem. The procedure was completed with reduced mechanical support". No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc)with lot number 18f23f0024. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was partially unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 20.0cm from the iabc di stal tip, most likely caused by dried blood. Dried blood exited with the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 78.3cm from the iabc luer, most likely caused by dried blood. Dried blood exited with the guidewire. The iabc was connected to an iabp with a 40cc lab inventory inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the balloon did not fully inflate" is not confirmed. The returned iabc bladder was fully intact with no a bnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that "the event occurred during percutaneous angioplasty in a patient with severe left ventricular dysfunction. After correctly positioning the catheter and checking the connections, the balloon did not fully inflate. It was replaced with another catheter from a different batch which highlighted the same problem. The procedure was completed with reduced mechanical support". No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
Qn#(B)(4).